Manufacturer narrative:
Device not returned. No eval will be performed. Should device become available with additional info a supplemental report will be issued.

Event description:
It was reported by pt that, "her hip implant was part of the recall, and said that stryker is liable for paying all of her medical expenses. Pt also stated she is experiencing pain on her left hip. Pt had a primary surgery in 2007, and revision in 2008, because the implant was part of the recall."